Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was not observed during the review of device history logs and initial testing. The device was put through extensive testing including full functional and repeated shock test on the simulator testing without duplicating a malfunction with the device. An internal inspection of the device found no discrepancies. The shock button was replaced as a precaution. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 66 year-old male patient, the device intermittently extended time to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.